Manufacturer narrative:
H10 multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11 updated contact information and contact office entity.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a check vent alarm for proximal autozero failure message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that he replaced the flow sensor then the unit failed pressure testing. The customer reseated the da to mc cable and it passed pressure and flow testing but failed the st performance with a check vent alarm for proximal auto zero failure. After further troubleshooting, the customer verified the pin alignment from the solenoids to the data acquisition (da) printed circuit board assembly (pcba) is good. The rse advised that the solenoids came new with the flow sensor assembly and the flow sensor could be replaced under warranty. Suggested swapping in the solenoids from the old flow sensor assembly to verify it is the solenoids. If it is not, then to replace the da pcba. Provided parts ID for the da pcba to resolve.